Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (death, arterial trauma dissection perforation). Patient's condition affected effectiveness of device (severely tortuousity and severely calcified vessels). Caused by another drug/device (angioplasty balloon). Conclusion: device failure/lack of effectiveness related to patient condition (severely tortuosity and severely calcified vessels). Another device caused failure (angioplasty balloon).

Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported to be severely tortuosity and severely calcified. This patient was not an open surgical repair candidate. It was reported that when the bifurcated stent graft was inserted in the patient there was resistance felt during the advancement of the device. The bifurcated stent graft was removed from the patient. The physician inserted two hydrophillic dilators 16 fr and 21 fr. The main delivery system was reinserted, advanced however during deployment of the stent graft there was tension on the delivery system. The vessel was tightening and coordinated around the delivery system. The physician believed that the vessel was ruptured. The physician performed a retroperitoneal incision and exposed the left common femoral artery. The physician was able to deploy the rest of the stent graft with no further issues. The contralateral gate was wired and the contra lateral imb was successfully deployed along with an iliac cuff being placed distally. Upon arteriogram there was a slight blush in the right common iliac artery. The physician removed the bifurcated delivery system with out issue. The physician elected to perform angioplasty with another manufacturers balloon. Two 10 mm x 4 cm angioplasty balloons were placed in the common iliac arteries at the bifurcation using the kissing balloon technique. The patient's blood pressure dropped. The patient was converted to open surgical repair. It was reported that the patient expired several days post procedure. No additional information was provided.